Event description:
A cartridge change error was reported with the customer's pump, which caused the customer's blood glucose to display as "high," although the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). There was no need for third-party assistance. Technical support advised the customer to remove and inspect the cartridge's o-ring, which was found to be in place and undamaged, and clean the pneumatic tap area. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump. Consequently, technical support escalated the issue to customer support for follow-up, as the customer declined to fill a new cartridge and requested to speak with a supervisor.